Event description:
As reported by the user facility: "reports patient was receiving cytoxan when she called me over to the bedside, the infusion was complete and there was a line full of air and the pump had not alarmed. The patient did not receive any of the air. The pump was removed from service." Reference MFR # 9610825-2013-00069.